Event description:
Related manufacturer report number: 2017865-2023-46902. It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed over-sensed noise exhibited by both the right atrial and right ventricular leads. The noise resulted in episodes of inappropriate automatic mode switch and pacing inhibition. The patient was scheduled for replacement on (B)(6) 2023, where the right atrial lead was explanted and right ventricular lead was capped. The patient was stable.